Manufacturer narrative:
The reported complaint was confirmed. The device is not being returned to the manufacturer for eval. This error can be caused by a user inducing motor movement. This can be caused by starting the pump (leave at zero revolutions per minute (rpm) and then attempting to couple the pump head. An addendum was released on (B)(4) 2013, explaining to users how to avoid this service notification. Tech support worked with sales and the user facility's biomedical engineer and no further issues have been reported. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) received a "service pump" notification on the centrifugal controller. The device was not changed out, as the pump continued to work. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.